Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin irritation of bleeding had occurred while the patient was wearing the pod for approximately 10 minutes on their leg. Prior to the bleeding, a pod error had occurred to instruct the user to replace the pod. High blood glucose was reported, but specific values were not reported. It was reported that the patient sought medical treatment on (B)(6) 2025 but details regarding treatment were not reported. No further details were provided, related to this event.